Event description:
Additional information received clarifies that the grasping forceps failed to open and/or close. This new information contradicts the original report which reported that the grasping forceps were not attached to the device.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found the grasper closed and the handle in the closed position. Functionally, when the handle was actuated, the grasper would not extend. The device was disassembled and no anomalies were noted. The grasper jaws were present and attached to the wire subassembly. Measurements were taken and it was found that the outer sheath working length was stretched beyond specifications. The condition of the returned incident device was consistent with the complaint since the grasper would not extend. During device evaluation it was found that the grasper would not extend due to the outer sheath being stretched. Since there are controls in the manufacturing process that verify product integrity, the most probable root cause for the stretched sheath is handling damage since the failure was found during preparation for the procedure. Based on the additional information and device evaluation this complaint is no longer considered a reportable event. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01262, and 3005099803-2011-01263 address these devices.it was reported to boston scientific corporation that two graspit urological grasping forceps were to be used during a ureteroscopy procedure performed on (B)(6), 2011.according to the complainant, during preparation for the procedure, it was noticed that the grasping forceps was not attached to the sheath or the handle on two devices. The procedure was completed with a third graspit urological grasping forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.